Manufacturer narrative:
Sample collection and centrifugation information were not provided. Qc prior to and after the event was within lab-established ranges. Bci field service engineer (fse) found a foreign object on the face of the na reference electrode. Fse replaced both na electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated false low na results. Subsequent testing on an alternate instrument generated higher results these results were reported out of the lab. False low na results were not reported and did not affect patients.